Event description:
It was reported that the patient was not getting an adequate pain relief and the ipg was not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patient was not getting an adequate pain relief and the ipg was not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. Additional information was received that the explanted ipg was not returned as it was kept by the medical facility.